Event description:
It is reported that the device was implanted in 2009, and revised at about 7 days later, due to dislocation of the insert.

Manufacturer narrative:
Evaluation summary: no product was available for evaluation. Also, no x-rays were returned for review. The patient's information and any detail leading to the initial dislocation of the bipolar is unavailable. Absence of a locking ring feature on the bipolar shell and failure to adequately seat the insert in the shell during assembly are both potential causes of the dislocation of the components. Dislocation of the head from the insert could have occurred during manipulation of the components while the insert was outside of the shell. Just as the femoral head is forced into the liner during implantation, manipulation of the components can forcefully remove it. Based on the available information a definitive root cause can not be ascertained at this time. H6: evaluation codes: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.